Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a broken plunger case, a non-OEM top case, and the third button on the bottom keypad did not work. Event history log confirmed acu watchdog failure occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the top case was non-OEM and broken keypad. The top case along with the keypad were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ¿third button on the bottom¿ did not work and the device exhibited error ¿auxiliary control unit watchdog¿. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.